Manufacturer narrative:
Meter was not the subject of FDA recall z-631-8

Event description:
A meter to hcp meter comparison test was made with the reporter's meter reading 152 mg/dl and the doctor's meter (type unknown) 99 mg/dl. Tests were done side by side. There were no symptoms. Reporter had done troubleshooting from the hospital where he has been scheduled to stay for a month or two to get his weight and diabetes under control. On follow-up, reporter's wife was not able to provide any further information, and stated that her husband could not be reached at the hospital.